Event description:
The customer reported via phone call experiencing high and low blood glucose levels. The customer stated that her blood glucose dropped on the day prior to the call and she had to drink soda to treat. She declined to troubleshoot for low blood glucose. She also reported that she had blood glucose of over 500 mg/dl several weeks prior to the call while she was trying to change her infusion set. She also reported having issues with her infusion set serter, for which she completed the troubleshooting guide. She was advised that the serter would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.